Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip and plunger clamps dirty with serum in the reported problem area of the pipetter assembly. The fse cleaned the tip sleeve and replaced the tip and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.